Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer stated that he had problems with the sensor errors. The customer's blood glucose reading was 45 mg/dl while the sensor showed 105 mg/dl. The customer stated that he changed the sensor yesterday and woke up with a sensor error. The customer was advised of possible causes and reason to complete the test plug procedure. The customer will return the sensor for analysis.